Event description:
It was reported that there was a potential sterility breach on the packaging of eight devices. It was also reported that these devices were not used on a pt and the sterile area was not compromised. It was further reported that there were no delays as a result of this event.

Manufacturer narrative:
The devices subject to this investigation were returned to the manufacturer for evaluation. It was confirmed that there was a breach to the sterile barrier for two of the devices, it was also visually confirmed that there were indentations on the remaining 6 device packages. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The labels for these devices have a symbol indicating "do not use if package is damaged". On completion of the investigation, a follow-up MDR will be submitted.